Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('serious pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included docusate sodium (colace), macrogol 3350 (miralax) and magnesium citrate. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and ovarian cyst ("left ovary cyst"). The patient was treated with surgery (lavh (hysterectomy)). Essure was removed. At the time of the report, the pelvic pain and ovarian cyst outcome was unknown. The reporter considered ovarian cyst and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received. Concomitant drugs were added. Event 'ovary cyst' was added. Hysterectomy was added as non-drug treatment. Product tab and references were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.